Event description:
It was alleged by a patient with a history of hypersensitivity that she developed an "allergic reaction" to a comfortgel blue nasal mask and was subsequently hospitalized. The patient reports after first use of the mask she developed mild swelling to her face and eyes. The patient reported this to the clinic who prescribed the mask for her, and was allegedly advised to continue use. The patient reported continuing use of the mask and waking with breathing difficulties, prompting her to administer epinephrine (via epipen) to herself. She was hospitalized, treated with steroids for 24 hours, and discharged home. The mask is not available for evaluation by the manufacturer.

Manufacturer narrative:
The comfortgel nasal mask meets applicable standards for biocompatibility. The manufacturer cautions "some users may experience skin redness, irritation, or discomfort. If this happens, discontinue use and contact your healthcare professional." Although the patient reported being advised by the prescribing clinic to continue use of the mask after experiencing her alleged reaction, the manufacturer has strongly advised the patient to discontinue use of a mask if there are any potential health hazards. The manufacturer concludes no further action is necessary.